Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. Upon interrogation, the right ventricular lead exhibited low impedance and pocket stimulation was revealed. The shock therapy was appropriate but ineffective. Patient's ventricular tachycardia self terminated. Can on lead abrasion was suspected. Device was programmed off for pacing and defibrillation therapies. The lead was extracted and replaced on (B)(6) 2018. During the same procedure, patient's implantable cardioverter defibrillator and atrial lead were explanted and replaced due to atrial noise. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event was confirmed. Analysis of the device revealed the high voltage lead impedance was low and the device¿s output circuitry was damaged. The cause of the low high voltage lead impedance, damaged output circuitry, and field event was due to a lead anomaly.